Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter was returned for evaluation. The distal marker band was noted to be dislodged proximally. Due to the nature of the device, no functional testing was done. Therefore, the investigation is confirmed for the reported marker bands dislodgement as distal marker band was noted to be dislodged. A definitive root cause for the reported marker bands dislodgement could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the markers on the balloon were allegedly not on the right position, and so the balloon was inflated at the wrong position. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: (expiry date: 05/2027). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the markers on the balloon were allegedly not on the right position, and so the balloon was inflated at the wrong position. There was no reported patient injury.